Event description:
It was reported the programmer head did not function. The programmer head was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head would not interrogate and failed uplink functional tests; rf head cable found out of electrical specification.